Manufacturer narrative:
Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.

Event description:
The information received suggests an artificial bowel sphincter device was implanted, date of implant has not been provided. On (B)(6) 2009, the cuff was removed and replaced. On (B)(6) 2010, the device was removed and replaced due to recurring incontinence from alleged device fluid loss.